Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-8770-01 driver shaft t25 hexalobe broke inside a 7.0 headless compression screw during insertion of the screw. The broken fragments were removed from the screw, and the screw remained implanted without issue. This was discovered during a procedure. Additional information received on (B)(6) 2023: this was discovered during a subtalar fusion procedure on 11/14/2023. The hexalobe driver shaft broke inside an ar-8770-xxh screw; the size is unknown, and the screw remained implanted. The case was delayed for about five minutes, and anesthesia was administered for that time. The patient suffered no significant symptoms or negative effects on or after the surgery.

Manufacturer narrative:
Additional information: complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t25 hexalobe, cannulated, iso, trilobe had broken. No broken piece was returned for investigation. Functional testing was not performed due to the damaged distal tip of the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage torquing/engaging the driver within the screw head. Device manufactured in 2019.